Event description:
It was reported that the patient experienced endocarditis and infection. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 6947 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).